Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient l5 drg was pulled out of place causing patient to lost therapy at an unknown date. As a result, a l3 lead was implanted and the ipg was explanted and replaced to address the issue.